Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a low temperature and would not go above 28 degrees. A power supply, distribution board, and heater were ordered from fresenius technical support for replacement by the user facility¿s biomed. The biomed stated that they would follow up if further assistance was needed. There was no patient involvement reported. Additionally, the biomed provided pictures of a damaged component on the machine. Upon review of the provided pictures, a burned component was identified. Additional information regarding the reported event was requested, however to date not provided.

Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To repair the machine, a power supply, distribution board, and heater were ordered for replacement from fresenius technical support (ts). The biomed stated that they would follow up if further assistance was needed. Photos of damaged components were also provided. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, thermal damage was discovered. The fresenius fst identified burnt wires which were confirmed upon review of the provided photos. Therefore, the complaint event was confirmed.